Event description:
It was reported during a band adjustable procedure, a port disconnection from the band tubing was found in (B)(6) 2011. The port was replaced. On (B)(6) 2012, the surgeon placed 10cc in the band and only 2-5cc were withdrawn. The patient had another port disconnect. The patient lost 30-40 lbs. The device remains implanted in the patient. Dr. (B)(6) performed the band adjustments. Adjustments are done without fluoroscopy.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.